Event description:
The following information was provided: the tritanium asymmetric patella sz 38 that was opened did not stick to bone and would fall out once implanted with the tritanium prep tray patella clamp. Cemented the implant.